Event description:
It was reported that a catheter twist and fracture occurred. The opticross imaging catheter was being prepared for ultrasound examination of the target lesion. After the device was set up, an unusual sound was heard when the catheter was inserted near the y-connector. It was then noted that the catheter was twisted and became separated. The catheter was removed and was replaced with another similar device. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The device was visually inspected, and a detached imaging window was observed at the lapjoint section. Partial or complete detachments are prone to occur in the lapjoint section due to the difference in rigidity between the imaging window and the sheath section, due to this, the bending forces in this section are not evenly distributed and are mainly focused over the least rigid material. Since it was confirmed that the manufacturing process was successful, it is possible that this issue occurred during the procedure, according to the event description the imaging window detachment happened outside the patient once the device was inserted into the y-connector getting the device twisted, which means that the mdu was on. According to the labeling review the mdu must be off until the catheter reaches the lesion. It is considered that the identified device misuse could cause the imaging window detachment. Regarding the encountered imaging core twisted, according to the event description the imaging window detachment happened outside the patient once the device was inserted into the y-connector getting the device twisted, which means that the mdu was on. Since, the imaging core was rotating during the detachment, it could get twisted due to the lack of the imaging window.

Event description:
It was reported that a catheter twist and fracture occurred. The opticross imaging catheter was being prepared for ultrasound examination of the target lesion. After the device was set up, an unusual sound was heard when the catheter was inserted near the y-connector. It was then noted that the catheter was twisted and became separated. The catheter was removed and was replaced with another similar device. There were no patient complications.